Manufacturer narrative:
The field service engineer went onsite and found an error in the log files in the scsi (small computer system interface) chain, but was unable to reproduce the reported issue. He removed the scsi cards and cleaned the connectors picture discs. After this the field service engineer returned the system to the customer in working order since he was unable to reproduce the issue and the system was working as intended. The system has been monitored for 5 weeks since the field service engineer went onsite and the customer has not reported that the issue has occurred again. (B)(4).

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up will sent to the FDA. (B)(4).

Event description:
During an angioplasty procedure on a patient with primary myocardial the system was blocked and it wasn't, possible to emit x-ray and consequently the frame pictures were not available. The doctor refers that the patient did not suffer any damage. After the device restarted, the procedure was completed without any health problems for the patient.